Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was 99% stenosed. A whisper guide wire was advanced but failed to cross due to the patient anatomy. During the procedure, a perforation occurred during use of the fielder xt guide wire during balloon angioplasty. A graftmaster 2.8 x 16 mm covered stent was used to treat successfully the perforation caused by a fielder xt guide wire. The use of the graftmaster did not cause or contribute to any complications or adverse events. Neither the whisper guide wire nor the graftmaster contributed to the perforation. The mitral changes the patient experienced were from the perforation, not the graftmaster covered stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Investigation of the production record could not be performed because lot information was unavailable. The instructions for use (IFU) states: observe guidewire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Additionally, the malfunction and adverse events section of the instructions for use (IFU) lists: damage to a vessel, including possible vessel perforation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.